Event description:
It was reported that the device overheated during routine maintenance. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
According to the investigation details, corrosion was found inside the device.